Event description:
Coil stretched. During coil embolization within a ruptured basilar tip aneurysm, using an echelon 10 microcatheter (mc) a morpheus (ev3) coil was placed. Upon advancing a mini complex fill 4 x 10 orbit, the physician noted resistance and immediately saw the stretched coil. At this point was approx 50% in the aneurysm. He tried to retract it, however, it had already "detached" itself. He unraveled the remaining coil and left it in the basilar artery. He continued to coil it with matrix 2 and gdc ultra-soft coils. There were no adverse complications to the pt as a result of the stretched coil. Continuous flush was maintained within the mc. No resistance felt during initial advancement of the coil into the mc or while repositioning the mc to deploy the coil.

Manufacturer narrative:
The coil remains implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. The IFU cautions that if a one-to-one relationship does not exist between the delivery tube and the coil it may indicate that the coil stretched and this could lead to premature detachment. If loss of one-to-one occurs, an attempt to remove the coil and microcatheter as a unit should be made. With the info provided, there are no identified factors contributing to the stretching of the coil. Continued retraction in the absence of a one-to-one relationship led to the premature detachment. It is possible that entanglement with the previous placed coil contributed to the loss of one-to-one relationship and reported stretching. No conclusion can be made regarding the root cause of the coil stretching. The complaint does not appear to be mfg related. However, this type of complaint will be monitored for trending purposes.